Event description:
It was reported that the patient experienced a change in therapy effect. At first, the therapy helped the patient with her pain, but then it stopped and the physician kept changing the medication in the pump. There were not any volume discrepancies when the office refilled the pump. They tried different medications to see if they were more helpful; the patient stated they were not. Finally the doctor decided to wean her down and then to fill the pump with preservative free normal saline at min rate. Weeks later, the patient came into the office stating that her pain was much worse and that the previous medicines were working so the physician refilled the pump with previous prescription. That was in 2008. The patient's last refill was in 2009. Again, there were no volume discrepancies but the pt stated that she did not think the pump was helping and that she wanted it taken out. The pt's mother reported to the managing physician that the pt suffered a cva (stroke) in 2009. It was noted that the patient had weakness afterwards which contributed to her falling. The patient passed out and hit her head on the floor. The patient went to the hospital. They could not figure out why she passed out. The patient wanted the pump explanted and noted that it didn't seem to help. It was unknown if anyone was planning to remove the pump as of yet, but there was going to be an MRI done by the neurosurgeon's office. The last medications in the pump are a combo of preservative free morphine, bupivacaine, fentanyl, and clonidine.